Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by replacing the endoscope. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Isi did not receive the endoscope involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) about an inverted image. The tse found the endoscope error in the logs. The tse had the customer try to clear the memory on the arm and then reseat the endoscope. The customer tried several times with no change. The tse advised the customer to get a new endoscope. The customer was able to have normal vision, but still had the same errors in the logs with a message on the screen. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the affected endoscope was reprocessed, sterilized, and ready for use. The customer would return the endoscope for evaluation if the issue was still present.